Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 400 mg/dl. Customer¿s other blood glucose level was 325 mg/dl. The customer did not provides details on symptoms related to the high blood glucose level episodes. Customer was treated with manual injection and insulin pump. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Troubleshooting was declined for high blood glucose level. The device will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, unexpected restart rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display.